Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided by the account, a cause for the reported difficult or delayed positioning associated with clip interacting with the anatomy, difficult to open or close associated with a single gripper actuation issue and difficult to remove the cds from the sgc (clip getting caught on the sgc soft tip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. The physician decided to remove the clip. Upon removal, the clip was was caught on the tip of the steerable guide catheter (sgc).therefore, the physician decided to removed both mitraclip devices simultaneously. The procedure was discontinued. Mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.